Manufacturer narrative:
The exact date of onset of symptoms is unknown. If explanted, give date: not applicable - an explant of the lens is planned for (B)(6) 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
A report was received that a tecnis 1 multifocal (tmf) model zma00 intraocular lens (iol) will be explanted from a female patient¿s operative eye as the implant is whitish/cloudy. Through follow up it was learned visual acuity post operative was 0,8 blurry vision and the planned date for explant is (B)(6) 2017.

Manufacturer narrative:
Additional information: in the initial medical device report it was stated that an explant of the intraocular lens was planned to be performed on (B)(6) 2017. Additional information was received and it was learned that the explant of the iol was not done. The physician did not explant the lens because he wants reimbursement for the lens / surgical materials and medical fees. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device evaluation: the product testing could not be performed because the product was not returned for evaluation. Device inspection could not be performed, therefore the reported complaint could not be confirmed. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints revealed no similar complaints were received for this production order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.